Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified vessel below the knee (btk). A 2.0mm x 150mm x 150cm coyote balloon catheter was advanced for dilatation. However, on initial inflation at 14 atmospheres for 5 seconds, the balloon ruptured. The device was removed without any problem and the procedure was completed with another of same device. No patient complications were reported and the patient was in good condition after the procedure.